Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.